Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of abdominal aortic aneurysm. It was reported that the patient presented emergently to a hospital with lower back pain and vomiting. The CT scan revealed that the talent stent graft and the aneurx extension cuff had a type iii separation endoleak. The patient was transferred to another hospital. The physician elected to implant an endurant iliac limb stent graft. The type iii separation endoleak was successfully resolved. Per the physician the cause of the event was due to the patient¿s anatomy, a type ii endoleak resulting in aneurysm enlargement and the type iii separation endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.